Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were no longer inflating. Fluid loss was noted. The ipp was removed and replaced. There were no patient complications.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were no longer inflating. Fluid loss was noted. The ipp was removed and replaced. There were no patient complications.